Event description:
Dealer states the chair will not drive, he said he gets a 5 flash. (B)(6) from tech services had the dealer unplug the tilt actuator controller form the power take off and the chair drove. (B)(6) from tech service states this means there is a problem with the drive lockout circuit in the tilt actuator controller. (B)(6) from tech services states chair needs a tilt actuator controller, but is not available, the only way to tilt now would be to go to a tilt recline toggle switch, trss for short. No additional information provided.